Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker initially had five years remaining and then after a device interrogation the device was found to be operating in safety mode and failed three data transmission attempts. Technical services (ts) indicated that the cause could not be determined unless data analysis was complete. However, device replacement was recommended due to a high risk of myopotential oversensing. This device was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker initially had five years remaining and then after a device interrogation the device was found to be operating in safety mode and failed three data transmission attempts. Technical services (ts) indicated that the cause could not be determined unless data analysis was complete, however device replacement was recommended due to a high risk of myopotential oversensing. This device was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.